Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ultra meter had a battery indicator issue. The reporter tests the patient's blood glucose 2-4 times a day. She typically tests the patient's blood glucose before breakfast and dinner. The patient takes 45 units of lantus insulin everyday around 6:00 pm (pre-dinner). She also takes glucophage in the morning. The reporter explained that if the patient's blood glucose level is fairly low in the evening, she gives the patient a snack and then gives the lantus insulin at a later time such as 9:00 pm. The reporter indicated that the alleged meter issue started about a week before she called lfs on the same day. Although the reporter was unable to test the patient's blood glucose for a few days, she continued to give the patient her medications as prescribed. On an unspecified date after the alleged meter issue began, the patient reportedly woke up sweating during the night. The reporter could not recall if she had given the patient a snack before bedtime the night before. The reporter treated the patient food and a drink which helped to relieve her symptoms. The patient did not receive any medical intervention from a health care provider. She was also not tested on another device during the time of concern. The reporter mentioned that if she had been able to test the patient's blood glucose the night before and knew her blood glucose was low, she would have given the patient a snack and administered the insulin at a later time. The reporter admitted that the meter's battery was not replaced according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with hypoglycemia after the alleged meter began.